Event description:
The patient was implanted with a saluda medical evoke spinal cord stimulation (scs) system on (B)(6) 2023. After the procedure saluda personnel was informed the patient had loss of sensation in the left leg. The system was explanted so that an magnetic resonance imagery (MRI) could be performed. The MRI and electromyography did not indicate any issue. The patient is in physical rehabilitation and their left leg is able to be used as needed. The medical examinations have indicated no further issues.

Manufacturer narrative:
The system was discarded and was not returned for analysis. Without the return of any device for analysis, it is not possible to assess device function. The cause of the event as reported could not be confirmed. On 11-sep-2023, the saluda rep advised that the patient¿s MRI results looked normal, and the physician was not able to reach a conclusion on the cause of the sensation loss. Weakness, clumsiness, numbness or pain below the level of lead implantation is listed as a potential risk in manufacturer's instructions for use (IFU). The manufacturing records were reviewed. Product met all requirements for release with no anomalies identified.